Event description:
The healthcare professional (hcp) of the home patient (hp) alleges that the homechoice cycler had caught fire and burned at the power cord area of the device. Hcp relates that the hp was not using the cycler for apd therapy at the time of the incident but was in another room of their house. According to the hcp, the hp smelled something burning and went into the room where the cycler was located and discovered that the cycler was burning, along with the hp's carpet. The hcp relates that the hp contacted the fire department, who came to the hp's house and extinguished the fire. The hp relates that there was no patient injury or medical intervention as a result of this incident.